Event description:
It was reported that a malfunction alarm occurred with the customer's pump, displaying malf 12 as the code. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and after following these instructions, the malfunction did not recur. The customer understood and was advised to contact technical support again if the issue reappeared.